Manufacturer narrative:
Integra has completed their internal investigation on 07 jun 2016. The investigation included: methods: -evaluation of actual device, -review of device history records, -review of complaint history. Results: evaluation of device: the complaint was not confirmed - no issues observed. With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. Unit needs to be machined to have heli-coils added to large starburst threads; general maintenance and cleaning required. The returned device was manufactured on 31 mar 2010 and a review of dhrs containing lot code 101 showed that work orders were created under this lot code. All passed the required inspection points without mrrs or variances no manufacturing or design related trend has been identified. Conclusion: in summary the investigation was unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2010 with no prior service history.

Event description:
A complaint was received that a1059 mayfield modified skull clamp slipped while on a patient's' head. This incident happened on (B)(6) 2016. As a result, the patient's scalp had an approximately 2 -- 3 inch laceration on the left side of head. The patient's position was from supine to prone. According to the surgeon, the skull clamp placed with 60lbs torque and was still moving during the surgery. The patient was treated postoperatively and the treatment was managed by the surgeon. It was unknown if the incident led to an increase in surgery time. The clamp was brought down to their biomedical department following the incident for testing and inspection by biomedical engineering. They stated that the clamp seemed to be fine and tested to the appropriate specs. The clamp has been sent into integra (B)(4) as a repair and inspection. Will follow up later with details as the incident occurred last week sometime.